Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of numbers on the pump kept changing. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/3/2017.

Event description:
The customer stated that the issued occurred during the second shift. The numbers on the pump were changing. The pump was set to 300 and the pump would say 300 but then the number would drop down to 200 and then the number would go back up to 300. The customer stated that as a result, they switched out the pump and used a new one. There was no harm to the patient and no medical intervention was required.